Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device full-height drawer (6) is not detected on bus and will not clear. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 28apr2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer was not detected on bus was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: main full height drawer 6 was not detected on bus and will not clear ran diagnostics and saw no drawer or pockets showing up on application opened back panel door and found no light activity on pyxibus module controller removed both retractor band and position sensor one device at the time to see if lights activities will return to controller board, but was unsuccessful replaced faulty pyxibus module controller visual inspection of the received pyxibus module controller observed thermal damage on the part¿s component; and electrical measurement of the pyxibus module controller noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer not being detected on bus. No further testing was deemed necessary on the received part.